Event description:
It was reported that the surgeon cannot see through the scope at the beginning of the case. No patient injuries nor delay were reported. Backup was available to complete the procedure.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for no image. A visual inspection was performed and showed the scope is bent with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.